Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude, high pacing thresholds, and loss of capture (loc). The patient didn't experience asystole. The pacing impedances had decreased from 646 ohms to 367 ohms. In addition, the patient experienced muscle stimulation. It was determined that the rv lead had perforated. Subsequently, a revision procedure was performed, and the rv lead was repositioned. This rv lead remains in service. No additional adverse patient effects were reported.